Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the distal end of the knife was fractured, and the remaining part was melt and burned. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the distal end of the knife was fractured and fell off, because a high temperature was locally given to the knife. A high temperature might be given to the knife since the length of the contact between the cutting knife and tissue is too short while the high frequency was activated, resulting in an electric discharge. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. Moreover, if the cutting knife is withdrawn into the outer sheath immediately after the high-frequency output, the cutting knife may be deformed inside the outer sheath and become unable to be protruded from it. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use or the cutting knife cannot be protruded from the outer sheath, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the outer sheath. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The doctor noticed that the cutting knife of the subject device didn't extend during a colorectal endoscopic submucosal dissection. The doctor checked the distal end of the subject device. As a result, the doctor confirmed that the distal end of the subject device fell off into the patient. The falling part was retrieved. The doctor completed the procedure with another device. There was no other patient injury regarding this report. Also, the doctor commented that the subject device might be fractured due to being caught in the distal attachment.